Event description:
The pump was returned for investigation. Investigation revealed that there was contamination found on the force sensor assembly and the force sensor was found to be out of calibration. Investigation also revealed a dim and discolored display screen. The keypad was also found to be torn; the keypad buttons were intermittently responsive and contamination was found under the key contacts. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 09/11/2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/11/2013 with the following findings: a review of the black box history revealed a ¿loss of prime¿ with low non-zero force. During evaluation, the rewind, prime and load steps were performed on the pump with no loss of prime. The pump was exercised for 24 hours on a 1 unit per hour basal program with no loss of prime. A complete bolus was unable to be performed due to loss of prime during first 10 unit bolus. The pump was opened and contamination was found on the force sensor assembly. The force sensor was also found to be out of calibration. Investigation also revealed a dim and discolored display screen. The keypad was also found to be torn; the keypad buttons were found to be intermittently responsive and contamination was found under the key contacts. Also unrelated to the complaint, the battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).